Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic left upper lobectomy and wedge resection procedure, in the lobes of the lungs, after the device's grip was released, a beep sound was heard. Then, after loading the second load, it can no longer be fired. The first two staples did not form properly. The staple line was fixed by using new staples. Another handle was used and had the same issue. The internal wheel of the handle was found to be broken. A third handle was used to complete the case. The surgical time was extended to 30 minutes or more due to the device problem.